Event description:
It was reported about four months ago, the patient started to experience heart issues, irregular heartbeat, and he required emergency surgery to implant a defibrillator. It was noted no testing was done with the patient¿s stimulation system beforehand. The patient went to his cardiologist yesterday and they wanted to turn the stimulation system on but they were unable to do so; the patient was unable to communicate with his implantable neurostimulator (ins) and it was noted it was dead. The patient had not used his ins for about 4 months. It was noted stimulation was turning off and the patient had no stimulation sensation. Additional information received reported the patient¿s battery prematurely depleted. It was noted a ¿por¿ (power on reset) was scheduled for(B)(6). Diagnostic testing and/or troubleshooting would be performed in the future. No patient injury was reported. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Event description:
Additional information stated the patient had not yet been seen and they were scheduled for a power on reset (por) for the week following report. It was later reported the patient had a por and their device was reset and all was well with their stimulation. It was stated the patient's device was reset at a clinic where they could monitor their heart.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Manufacturer narrative:
Based on further evaluation of the event the following code changes were made:(B)(4).